Event description:
It was reported that the pt had a high white blood cell count. The pt was diagnosed with an infection. The pt's device system was removed. The pt recovered without sequela. The pt may be reimplanted at a later date.